Event description:
According to the reporter, postoperatively, the jaws of the four reloads were not closed completely. It was also noted that the two other reloads had unknown firing issues. A blood transfusion was done to resolve the issue. The patient has recovered and has been discharged from the hospital.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the device was fired, the jaws of the four reloads were not closed completely. It was also noted that the two other reloads had unknown firing issues. The surgeon observed blood loss via drain. A blood transfusion was done to resolve the issue. The patient had recovered and had been discharged from the hospital.

Manufacturer narrative:
Concomitant product: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# n4d1993y), sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot# n4d1993y), sigphandle, sig power sigphandle handle (serial# unknown), unk-sigadapt, unknown signia egia adapter (serial# unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3k1227), egia60amt, egia60amt egia 60 artic med thick sulu (lot# p3k1227), egia60amt egia 60 artic med thick sulu (lot# p3k1227) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, postoperatively, the jaws of the four reloads were not closed completely. It was also noted that the two other reloads had unknown firing issues. A blood transfusion was done to resolve the issue.